Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31167660l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a redo atrial fibrillation ablation procedure which included a qdot micro¿ catheter and experienced pericardial effusion that required pericardial tap and prolonged hospitalization. Initially, it was reported that the physician did posterior box isolation and then decided to do cavotricuspid isthmus (cti) line. While ablating the cti line, at a particular spot, he felt that he flipped close to the inferior vena cava (ivc) and immediately checked and there was an effusion. Everything looked okay while ablating. The physician felt that it could be because of the sudden flip of the catheter. The initial event was assessed as non-MDR reportable and was considered a nonserious event as there was no indication that medical intervention was provided, and no extended hospitalization was reported. On (B)(6) 2024, additional information was received which indicated that a pericardial tap was provided as an intervention and the patient required extended hospitalization for monitoring. As such, the event is now considered MDR reportable with an awareness date of (B)(6) 2024. It was also reported that there was no malfunction noticed with the deflection mechanism of the catheter. The physician¿s opinion on the cause of this adverse event was that it was procedure related (catheter manipulation). The patient fully recovered (no residual effects). There was no evidence of steam pop. Correct catheter settings were selected on the device.